Event description:
The visual inspection reveals kinks located at approximately 140 cm and 144 cm from the distal end. The distal end of the wire assmebly is missing (ball weld and spring tip) and not available for analysis. The wire is approximately 320.5 cm in length. The wire fracture was submitted for sem analysis. The sem results are as follows: the fracture surface showed evidence of longitudinal shear planes and slight bending (fold) at distal fracture end. Complaint confirmed. The failure is attributed to the method of use. The customer indicates that the 1.5 mm burr was runn at 210k rpm for 4 minutes followed by a 1.25 cm burr which could not pass. The recommended rotational speed is 180k rpm for 1.25 - 2.0 mm burrs. The dfu states: "recheck the rotational speed reading to verify that the rotation rate is appropriate for the burr size and lesion type, and adjust the operating speed (1.25 - 2.0 mm burrs)." This indicates the method of use led to the guide wire fracture. Lot unknown. Unable to conduct lot history. The `sold to customer' report indicates several lots that were sold to the customer that may have been involved in the procedure. Lot history review performed on these lots reveals no anomalies related to complaint. Lots met all specifications relevant to complaint upon lot release.

Event description:
Same case as manufacturer's report # 6000118-2005-00030. During a rotablator treatment procedure, the rotalink plus 1.25 mm device fractured and became lodged in the coronary artery requiring surgical intervention for removal. The pt was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in the proximal - distal left circumflex coronary artery. The physician initially used a 1.5 mm burr and performed ablation at 210,000 rpm for 4 minutes, but was unsuccessful in crossing the lesion. The burr was replaced with a 1.25 mm burr, but was again unsuccessful in crossing the lesion. The physician used more force to push the device across the lesion and the shaft fractured, becoming lodged at the junction of the left main trunk and the left circumflex coronary arteries. During attempts to remove the device, only the guidewire was removed. The burr and approximately 2.5 cm of the distal wire remained in the pt. The retained portions were successfully removed during CABG surgery between the left anterior descending and left circumflex coronary arteries. It is reported that the hemodynamics of the pt have stabilized and the pt's current status is reported as 'good'.